Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. Initial reporter facility name: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a lithocatch basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the basket wire broke. The basket was pulled out and another lithocatch basket was used to complete the procedure. There were no patient complications reported as a result of this event.